Manufacturer narrative:
The 16fr esheath was returned to edwards lifesciences for evaluation. The sheath was returned with the bav catheter inserted through the sheath shaft. Visual inspection revealed the bav was not fully retrieved into the sheath tip. The sheath tip was split along the axial tip score line. The liner was lifted at two points along the sheath shaft, 7 inches and 9 inches from the sheath tip. The soft tip of the sheath was also bent in. Review of the post-procedure photographs of the devices and patient 3mensio provided by the site revealed the bav was not fully retrieved into the sheath tip and the sheath soft tip was damaged/inverted. The 3mensio report indicated the access vessel was sufficiently sized, with moderate calcification and moderate tortuosity. Due to the nature of the complaint, functional testing and dimensional analysis was not performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints related to the associated codes. Complaint history review from april 2019 to march 2020 for the esheath (all models and sizes) revealed additional returned complaints for the appropriate complaint codes. A review of the complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the appropriate trend category. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. In this case, the complaint was confirmed based on the condition of the returned sheath and provided imagery. Based on available information no manufacturing non-conformance was able to be identified. The balloon did not appear to have rewrapped properly and became caught on the tip of the sheath. If the bav balloon is caught on the sheath tip during retrieval, the sheath tip may pre-maturely open along the axial score line path (figure 4), which is placed to facilitate tip expansion, and lead to the reported complaint event. Although a definite root cause was not able to be determined, based on available information, it is possible that procedural factors (bav retrieval difficulty) may have contributed the sheath distal tip split. No labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits. No corrective or preventative action nor pra are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, the balloon aortic valvuloplasty (bav) catheter was prepped with nominal volume. Following bav, the catheter could not be withdrawn back into the esheath and became caught on the tip of the 16fr. Esheath. The bav and sheath were removed together. The rest of the procedure went well and the 29mm sapien 3 valve was successfully deployed. No consequences to the patient were reported. The bav catheter and esheath were returned to edwards lifesciences for evaluation. Pre-decontamination evaluation of the esheath revealed the sheath tip was ¿bent in¿ and the sheath seam was partially opened from the strain relief to halfway down the sheath shaft. The distal tip was also observed to be split at the vertical score line. The access vessel minimum luminal diameter (mld) measured 8.1mm with moderate vessel calcification and moderate tortuosity reported.